Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormally heavy or prolonged bleeding") in a female patient who had essure inserted for sterilization. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic-assisted total laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she underwent a robotic-assisted total laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy. The surgery was much more severe than what would have been required of a tubal ligation company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormally heavy or prolonged bleeding/ abnormal bleeding/ bleed heavy for 2 days and stop"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, live birth in 1997, live birth in 2005 and live birth in 2007. Previously administered products included for birth control: mirena from 2005 to 2006. Concurrent conditions included obesity and nickel sensitivity. Concomitant products included hydrocodone from (B)(6) 2014 to (B)(6) 2014 and ibuprofen from (B)(6) 2014 to (B)(6) 2014. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), skin lesion ("scalp sores"), furuncle ("boils"), dysmenorrhoea ("dysmenorrhea/ pain with my periods") and abdominal pain lower ("cramping"). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems") and alopecia ("hair loss"). In 2013, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), exfoliative rash ("scaly patch"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), the first episode of back pain ("constant severe lower back pain"), abdominal pain ("constant mild to severe abdominal pain"), procedural pain ("severe pain during the procedure"), abdominal distension ("severe bloating/ belly bloat"), the second episode of back pain ("constant back pain/ suffered with this pain for 4 years every month getting worse"), swelling ("by six months I had ,gone from a size 14 to a 16 due to swelling"), gastrointestinal motility disorder ("my bowls would act up"), vomiting ("6 months of vomiting"), diarrhoea ("diarrhea during my periods"), endometriosis ("endometriosis"), abdominal pain upper ("stomach pain"), pruritus generalised ("itchy everything"), pain ("aches"), feeling abnormal ("feeling so ugly and wasted today"), uterine spasm ("harding of the uterus") and pelvic adhesions ("left tube and ovary was attached to my small intestines and my stomach wall"). The patient was treated with surgery (robotic-assisted total laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, alopecia, abdominal pain and abdominal pain upper had resolved, the genital haemorrhage, vaginal haemorrhage, menorrhagia, skin lesion, furuncle, exfoliative rash, nausea, tooth disorder, dysmenorrhoea, dyspareunia, weight increased, procedural pain, abdominal distension, vomiting, diarrhoea, endometriosis, pruritus generalised, pain, feeling abnormal, uterine spasm and pelvic adhesions outcome was unknown and the last episode of back pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, exfoliative rash, feeling abnormal, furuncle, gastrointestinal motility disorder, genital haemorrhage, menorrhagia, nausea, pain, pelvic adhesions, pelvic pain, procedural pain, pruritus generalised, skin lesion, swelling, tooth disorder, uterine spasm, vaginal haemorrhage, vomiting, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: she underwent a robotic-assisted total laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy. The surgery was much more severe than what would have been required of a tubal ligation. She reported that she received treatment for dyspareunia and for dental problems she had fillings, sore in scalp, boils used use tea tree shampoo and body wash. She used xulane for birth control in past. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; ¿tubes were closed¿ per on (B)(6) 2014, she had pathology report and final diagnosis: uterus, hysterectomy and bilateral salpingectomy reveled that uterus is showing adenomyosis, proliferative phase endometrium negative for hyperplasia, nuclear atypia or malignancy, benign cervix with chronic cervicitis, one of fallopian tubes with a benign paratubal cyst. And it concluded that the shorter fallopian tube has multiple paratubal cysts along the length of the tube. Serial sections reveal the essure coiled wire. Sections through the longer fallopian tube fail to reveal any gross abnormalities. The essure coiled wire was identified. Her current weight was (B)(6). Most recent follow-up information incorporated above includes: on 1-feb-2018: reporters added and updated patient demographics as height and weight. Historical condition, historical drug, concomitant disease, laboratory data were added, concomitant drug were added. Updated suspect drug inaction. On an unknown date, she had scaly patch, constant severe lower back pain, constant mild to severe abdominal pain and other events. In 2010, she had dyspareunia (painful sexual intercourse).in 2011, she had scalp sores, boils, dysmenorrhea, cramping. In (B)(6) 2011, she had weight gain. In 2012, she had vaginal bleeding, menorrhagia, dental problems, hair loss. In 2013, she had nausea and updated events. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On 7-feb-2018: non-significant coding correction (processed with fu1 report). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.